Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown unexpectedly. Review of pump data showed a battery depletion alarm; however, it was not confirmed at the time of the report if the user had not charged the pump battery. There was no impact to the customer's blood glucose level.